Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the battery cap was unable to tighten to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: there were pump reboot events observed in the black box. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power issues duplicated. The alleged power issue was not duplicated during the course of the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.